Manufacturer narrative:
(B)(4). Date sent: 03/31/2021. Per photographic evaluation: during the visual analysis of one photo, the following was observed: the photo shows two staples partially formed with the legs open. This condition indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Also, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: complaint with patient consequences. Open staples were found by the surgeon during surgery. When the cdh29a was triggered, the cracking noise was not as usual. The washer was severed and the two rings were complete. Additional information was requested, and the following was obtained: can you please confirm the product code as the ecs25a and cdh29a were both mentioned? Cdh29a. Can you please what is meant by vascular occlusion? Vessel closure. No more information is available. Customer discarded the device.

Event description:
The device blocked intraoperatively and did not trigger. No staple line was deployed and the device did not cut. The staples were open. In addition, the patient has also received a vascular occlusion. The patient had to be transferred to the uw. The patient's state of health is not known at present.